Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ maxguard blood collection devices with male luers has tips that are breaking off. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd¿ maxguard blood collection devices with male luers has tips that are breaking off. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for breakage of the luer hub was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through a CAPA and improvement opportunities have been identified. As a result, mitigation actions have been established and are in the process of being implemented. Based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for breakage of the luer hub was observed. Further investigation activities have been conducted through a CAPA and improvement opportunities have been identified. As a result, mitigation actions are being implemented to help reduce further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified improvement opportunities in the manufacturing process and therefore, mitigation actions have been established and are in the process of being implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified improvement opportunities in the manufacturing process and therefore, mitigation actions have been established and are in the process of being implemented.

Event description:
It was reported that bd¿ maxguard blood collection devices with male luers has tips that are breaking off. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The corrections are as follows: medical device catalog #: mbc6010; medical device brand name: bd blood collection assembly with male luer lock; common device name: blood collection set ; medical device type: fmi; PMA / 510(k)#: k172763.

Event description:
It was reported that bd¿ maxguard blood collection devices with male luers has tips that are breaking off. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Additional information: bd is conducting a voluntary medical device recall for multiple lots of the bd blood collection assembly with male luer lock based on confirmed complaints of a breakage in the luer.  This issue could cause the device to leak or break off and get stuck in the fistula needle port rendering the port inaccessible for dialysis. As a result, the patient would need to be re-cannulated with a new fistula needle to obtain their dialysis treatment. Please reference bd recall #: pas-19-1355-fa, associated with res82317.